Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2023-04695. It was reported that patients scs ipg had moved higher in the pocket causing the patient discomfort and the patients l5 drg lead had migrated. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was repositioned, and the lead was explanted and replaced to address the issue.